Event description:
The physician was attempting to use an endeavor resolute (rx) drug eluting stent to treat a lesion in the lad exhibiting 90% stenosis with severe calcification. The device was inspected prior to use with no abnormality noted. During the surgery, the lesion was pre-dilated with a 2.00 x15mm balloon. 60% stenosis remained after pre-dilatation. It is reported that the device could not pass the lesion. The physician changed another device to complete the surgery. No effect on the patient. Analysis of the returned endeavor resolute device showed evidence of stent damage. Device evaluation summary: the 14th and 23rd distal segments were deformed. The distal tip of the device was slightly frayed. Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions

Manufacturer narrative:
Results: stent deformation, 60% stenosis, severe calcification. Conclusions: 60% stenosis, severe calcification, stent deformation. (B)(4).